Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer. The lens had one distorted haptic and appears to have evidence of viscoelastic on it. The condition of the lens is consistent with one that has been explanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) a vitreous tear occurred and the iol was removed and replaced with another lens. An incision enlargement was required to remove the lens and a vitrectomy was performed. No other information was provided.